Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the sale lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. The tubing set was connected to an unspecified power injector and was being used to deliver an unspecified contrast media during a CT scan. After an unspecified length of time in use, the customer contact reported that air in blood was detected in the CT image. The customer contact indicated that 0.5ml of air was delivered to the pt; however, there were no reported adverse pt effects. No medical interventions were required. The tubing set was replaced and the therapy was resumed. Though requested, no additional information was provided.